Event description:
On (B)(6) 2022: initial implantation (B)(6) 2022: pocket revision of sacral neuromodulator. The impedance of the device was interrogated and was found to be within range. I then made a slightly more superficial pocket about 8 mm deep and replaced the generator within the pocket. We then charged the device on the field and found the charging efficiency to be within appropriate range, the preoperative charting efficiency was significantly lower (1.5); on (B)(6) 2022: generator replaced with non-rechargeable generator. All impedances wnl. FDA safety report ID # (B)(4).